Event description:
It was reported that a wireless module for a spectrum pump was not connecting to the wireless network. The customer was reportedly unable to load the master drug library (mdl) due to the connection problems. It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: 79829. The device was received and evaluated by baxter. The reported "will not connect" condition was unable to be confirmed. The unit was tested for connectivity with passing results. Additionally, the module was coupled with a known good pump, with the baxter medina gateway configuration installed, making sure the battery and pump are able to communicate with the baxter medina gateway and receive the ip address and gate way info from the baxter medina network.